Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate. When the user attempted to infuse the balloon, the inflation funnel bulged instead.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. The sample has been evaluated and observed a pinched inflation lumen and external dent mark at the location of the pinch. The lumen appeared to have been clamped off. The catheter was dissected and it was found that the pinch had caused the lumen to collapse. However, the exact cause on how and when problem occurred could not be determined. A potential root cause for this failure mode could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen/user mishandling. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flow out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water onto the inflation lumen to inflate the balloon." Corrections: d4, g5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to inflate. When the user attempted to infuse the balloon, the inflation funnel bulged instead.